Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on october 26, 2021.

Manufacturer narrative:
This report is submitted on sep 16, 2021.

Event description:
Per the clinic, it was reported open circuits were noted in all electrodes. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 16, 2021.